Event description:
The customer's mother reported via phone call that the insulin pump alarmed button error. The customer's blood glucose was 169 mg/dl. She stated that the customer was trying to input her carbohydrates value but the insulin pump would not respond. They replaced the battery and the insulin pump continued to alarm. The customer did not observe any significant events leading to the alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm was noted during testing. The unit had a cracked case at the display window corner, minor scratched liquid crystal display window, cracked belt clip slot at the battery tube threads area, and a cracked reservoir tube lip.